Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a fall and a trauma to the head which ruptured the stitches on her recently implanted side. The patient was taken to the operating room to resuture the incisional area. The implanted device remains.